Event description:
Update was received that the patient followed up for a visit and planned lead revision. During the visit impedance was now seen ok and experienced an hour long seizure (status), patient was taken to the ICU. The vns was off at the time of the event and it was decided to enable therapy to see if the vns would help with the patient's seizure. The vns was turned on and the patient's nurse did not see any improvement. The patient's family requested for the vns to be turned off and opted not to go forward with a lead revision.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a high impedance was seen following a battery replacement. At the time of replacement, impedance was ok but patient was now seen with high impedance. The patient followed up for x-rays to assess the vns system. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.